Manufacturer narrative:
The reported issue is unrelated to a known field corrective action, but is resolved by replacing the gas delivery engine through field remediation of the device. At this time, the suspect component is not available for a failure investigation. If the suspect component becomes available at a later time then an investigation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported that before placing a patient on the avea ventilator, they noticed that the fraction of inspired oxygen (fio2) concentration was out of range. The customer attempted calibration and found that while set at (B)(4) the device would only read (B)(4). This was confirmed by the customer with an external oxygen analyzer in which the measured concentration is approximately (B)(4) than set values. The customer reported no patient involvement.